Event description:
Caller reported two false negative urine hcg results. There were 2 different patients who tested negative on the urine hcg cassette. Blood samples were sent out to the lab and got a positive result. No quantitative results were provided.

Manufacturer narrative:
Insufficient info was provided to perform an investigation (missing product, lot number or data). Complaint will continue to be trended.